Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator reset itself while in use on a pt. There was no pt harm or injuries as a result of the event. The device was replaced as a precaution. Covidien service engineer verified the malfunction and proceeded to replace the graphic user interface printed circuit board. Ventilator passed self-testing.